Event description:
It was reported that the device had a clutch/plunger lever error. The device was not dropped and no physical damage. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: d9 date returned to manufacturer: 7/7/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl showed a "travel coarse error" and "motor rate error." The cause of the customer reported problem was the lead screw and clutches were worn. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the lead screw and clutches, loaded standard 1a12 configuration, recalibrated the pump, and the pump passed all functional tests and performed as intended after repair.